Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 27mm sjm epic valve was implanted as a tricuspid valve replacement. On (B)(6) 2015, the tricuspid tissue valve was explanted and replaced with a 29 mm sjm epic mitral valve (model: e100-29m, sn: (B)(4). Upon explant, tricuspid stenosis with significant pannus formation except at the chordae tendineae was observed. This sjm mechanical valve (model & s/n: unknown) that was implanted approximately 20 years ago was also explanted from the mitral position due to significant pannus formation and replaced with a 29 mm sjm epic mitral valve (model:e100-29m, sn: (B)(4) . The procedure was finished uneventfully.